Event description:
It was reported that customer was hospitalized due to a fall and ended up with high blood glucose levels. It was reported that the insulin pump could have been damaged during the fall. Customer's blood glucose reading was 500+ mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.